Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to product performance issue. Crt-d was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to product performance issue. Crt-d was replaced and returned for analysis. No additional adverse patient effects were reported.